Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1 - initial reporter first name updated from blank to (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During second inflation at 8 atmospheres for 30 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the lesion exhibited severe calcification, which made the patients anatomy challenging. Severe calcification was identified as a contributing patient factor to the reported event. No procedural factors contributed to the event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During second inflation at 8 atmospheres for 30 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.